Manufacturer narrative:
The product associated with this report has not been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis. Inamed has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of a damaged device; "caution: the band, access port and calibration tube may be damaged by sharp objects and manipulation with instruments. A damaged device must not be implanted. For this reason, a stand by device should be available at the time of surgery."

Event description:
Reported as "broken lap-band device, the round hook area had a slice in it. This was not noticed before placement but observed once fed through and into the patient's abdomen. The device was removed and replaced with a back up. No adverse impact to the patient and the case was successfully completed."